Event description:
Olympus was informed that during an upper endoscopy procedure, when the user inserted the biopsy forceps into the gastroscope, tissue from a previous procedure fell inside the pt. The tissue was sucked up into the suction canister. Another gastroscope was used to finish the procedure. There was no pt injury reported. The gastroscope was used about an hr before in another diagnostic procedure. The gastroscope was brushed and reprocessed in the oer-pro with acecide. An endoscope support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. No reprocessing deviations were noted.

Manufacturer narrative:
The gastroscope was returned to olympus for eval. The user's experienced was not duplicated. The biopsy channel, the suction channel, insertion tube, bending section, and distal end of the gastroscope were examined with a borescope and no signs of foreign objects, stain or residue were found. The device was inspected and returned to the user facility. The root cause of the user's experience could not be conclusively determined.